Manufacturer narrative:
The insulin pump was received with broken force sensor was detected during seating or regular delivery alarm during rewind followed by a critical pump error (open book image) due to moisture damage on the force sensor and electronic assembly. Unable to verify audio anomaly or perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Moisture damage on the motor assembly also noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio anomaly. The customer's blood glucose level was unknown. The customer stated that the insulin pump had audio issue. Insulin pump will be returned for analysis.